Manufacturer narrative:
D4: serial number and UDI corrected. H4: device manufacture date updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the alarms were due to the mpu power cord coming out of the wall socket and the mpu had a locking a/c power cord.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) power cord was pulled halfway out of the outlet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit¿s (mpu) ac power cord becoming disconnected from the wall outlet was not confirmed. The submitted log file contained approximately 9 days of data (13may2024 ¿ 22may2024 per the timestamp). The data in the log file did not indicate any issues with the mpu. Review of the log file did not reveal any no external power alarms occur while connected to the mpu. The mpu was not returned for analysis. Additional information provided communicated that an alarm was active when the ac power cord had become disconnected from the outlet. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu were shipped to the customer on 22apr2024. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.